Event description:
Sales rep reports account has 2 samples of the injection site 'blowing out' when used with a power injector. No add'l info at this time. 11/2001. Samples were discarded. No patient injury in either case.